Event description:
During a tonsillectomy and adenoidectomy procedure using an evac 70 xtra with integrated cable arthrocare wand and coblator ii controller, the patient reportedly sustained a 1.5 mm burn to inside left hand side to the mucosa resulting in a blister. The burn was treated with ointment.

Manufacturer narrative:
The coblator ii controller was returned for investigation. The controller was tested according to arthrocare's test procedure which includes a visual inspection, checks of the default and maximum set points at specific resistance values, checks of the open circuit output voltages, check of the coagulation open circuit output voltage, checks of the maximum loaded voltages, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. No problem was found. The second device, evac 70 xtra with integrated cable, used in the same procedure is reported under medwatch number 2951580-2010-00055.